Event description:
Customer has been doing back to back readings with customer freestyle meter receiving >20% difference in the results. Customer got readings of 155 & 121 mg/dl, 163 & 149 mg/dl, and 148 & 97 mg/dl in three separate back to back tests with 2 different lots of test strips.